Event description:
Healthcare professional reported, a right side exchange from textured to smooth, due to the concerns of the product. Physician later reported, "ruptured implant with pseudocapsule". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on the posterior side assessed, as surgical impact opening (shell thickness within specification). Two openings on anterior/posterior side assessed, as surgical damage. And one opening on anterior side assessed, as fold flaw opening. Anxiety product/procedure: unable to observe, as it is a medical event. Not related to the device. Additional observations: creases are observed, on the device. Wear abrasion observed, on the device. Stress marks are observed, assessed as non-penetrating nick. Black particles observed, in the surface of the shell. No further actions are required, as the device was implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side exchange from textured to smooth due to the concerns of the product. Physician later reported "ruptured implant with pseudocapsule." Device has been explanted.